Event description:
It was reported that the attachment had temperature increase and out of box failure. No patient impact reported. Additional information received on evaluation that distal bearing was detached made this event reportable. It was also received that this event happened during prior to use. There was no patient involvement and no patient impact reported.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of overheating was confirmed. The likely cause of failure was due to in and out drive shaft were worn. However, it was also noted that distal bearings was detached and bur was hard to inserted into attachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.